Event description:
It was reported by the pt/consumer that she had an incisional hernia repair in 2005, using the bard composix kugel mesh patch. Consumer reports she had complications and repeated infections over time, and had to have emergency surgery to have the mesh surgically removed in 2007.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.